Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the wheel lock hardware has broke at the screw on the left side of the chair.